Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: photos were received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported that during endoscopic radical resection of rectal cancer surgery, when severing rectal tissue on the first firing, after fired, noted all the staples malformed. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2020. D4: batch # u5aw2d. H6: component code = others (g07). Per photographic evaluation: upon visual inspection of two photos, the following was observed: the first photo shows an apex flex 60 articulated with closed jaws with the firing trigger also in a closed position, and additionally what appears to be two sterile packages can be appreciated, ones of these it is a blue reload from top view, partially fired 1/16, and with what appears to be a reload driver, and the other has two labels, one of them do not allows to view the inside of it, only a small part of something blue is visible. Those are inside of an unsterile blister plastic packaging. The second photo shows one blue reload inside of its plastic container sterile package that appears to be partially fired 1/16, another sterile package can be observed with two labels stuck on it, one of the labels do not allows to observe what it is inside of it, the reload inside appears to be the distal side of a blue cartridge. Based on the photos reviewed, the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis found that one ec60a device was returned with no apparent damage and with two ecr60b reloads present. The reloads (b & c) were received unfired. The device was tested for functionality in the articulated position with the returned reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted and no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.